Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during a PICC catheter placement procedure, the customer encountered an internal failure in the compression sleeve while connecting the extension tubing, preventing its installation. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to advance the catheter through the connector was confirmed and determined to be manufacturing related. The product returned for evaluation was one 4fr sl groshong nxt catheter. The catheter was returned with the two-piece connector not assembled. The returned unit was functionally tested by attempting to thread the catheter tubing through the distal piece of the two-piece connector. During testing, the catheter was unable to be threaded through the component. The distal two-piece connector was longitudinally bisected and inspected. The compression sleeve was observed to be in the locked position. The length of the compression sleeve was longer than the sleeve length in a similar non-complainant unit. Further inspection found that a parting line was present near the midpoint of the sleeve, indicating that sleeve was two sleeves which had not been adequately cut during the supplier's manufacturing process. The length of the sleeve would likely have caused the sleeve to be inserted too far into the bore of the two-piece connector when the two components were coupled during product manufacture. An incident report was sent to the applicable product supplier.